Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116091.

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to facility policy.